Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having to too frequently (every 2-3 days). The patient stated that they probably need a new recharger and that 'as they go along they have to recharge more.' It was noted that "during the day they are a little over 300 until they goes to bed and they lowers it to 200." (?) The patient was redirected to their doctor to perform a longevity calculation to see whether their recharge history is normal or not. The patient also noted that they thought their hcp was going to put in an 'automatic battery' so they did not have to recharge all the time, but they didn't. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.